Manufacturer narrative:
3003721894-2017-00556 is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of tuberculosis in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. This case was associated with a product complaint. The patient's past medical history included colorectal cancer (she took operation for colorectal cancer.) And cancer surgery (colon operation.). The patient was using unspecified gastrointestinal medicine orally and unspecified tranquilizer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced tuberculosis (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), off label dosing frequency and product complaint. The patient was treated with unspecified tuberculosis medication (unspecified medication). On an unknown date, the outcome of the tuberculosis was not reported and the outcome of the accidental device ingestion, off label dosing frequency and product complaint were unknown. It was unknown if the reporter considered the tuberculosis and accidental device ingestion to be related to polident denture adhesive cream. Additional information: a female consumer born in (B)(6) has used polident denture adhesive cream on her denture for about a year. After she wore her denture by adhering the adhesive cream, the adhesive cream was sticky. Moreover, she adhesive cream remained on inner mouth, so she happened to swallow the adhesive cream when she had a meal. The adhesive cream couldn't adhere her denture well, so she used the adhesive cream whenever she had a meal. Besides, about 5 years passed from operation for colon cancer. After then, she took CT scans for examination in hospital, and she was diagnosed with lung cancer. Thus, her lung was opened for operation of lung cancer, but there was no cancer on lung. After this, she was diagnosed with tuberculosis. During hcp consultation, she was told that it was unlikely to develop tuberculosis by swallowing the adhesive cream. When she was diagnosed with tuberculosis, she was using the adhesive cream, but it was not confirmed whether she used the adhesive cream when she was diagnosed with lung cancer. Concurrently, she takes unspecified tuberculosis medicine orally, unspecified gastrointestinal medicine orally and unspecified tranquilizer. She requested mi consultation whether there was case of tubersulosis developed by overdose of the adhesive cream. Follow-up information received on 21 december 2017 no sample was returned for this complaint and the batch details were not provided so a full investigation could not be completed. As this information was not available the complaint could not be substantiated. Follow up information received on 19-january-2018: the action taken with polident denture adhesive cream was no change. She didn't stop using polident denture adhesive cream, and she said that she has no choice but to use the adhesive cream. Tuberculosis was not resolved, and she takes unspecified tuberculosis medicine orally. She was unknown the name of the medicine. She added that she started to use the adhesive cream after she lost all teeth, and she happened to swallow the adhesive cream, which was the only changed.

Manufacturer narrative:
3003721894-2017-00556 is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us. No sample was returned for this complaint and the batch details were not provided so a full investigation could not be completed. As this information was not available the complaint could not be substantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of (B)(6) in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. This case was associated with a product complaint. The patient's past medical history included colorectal cancer (she took operation for colorectal cancer.) And cancer surgery (colon operation.). The patient was using unspecified gastrointestinal medicine orally and unspecified tranquilizer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced (B)(6) (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), off label dosing frequency and product complaint. The patient was treated with unspecified (B)(6) medication (unspecified medication). On an unknown date, the outcome of the (B)(6) s was not reported and the outcome of the accidental device ingestion, off label dosing frequency and product complaint were unknown. It was unknown if the reporter considered the (B)(6) and accidental device ingestion to be related to polident denture adhesive cream. Additional information: a female consumer born in (B)(6) has used polident denture adhesive cream on her denture for about a year. After she wore her denture by adhering the adhesive cream, the adhesive cream was sticky. Moreover, she adhesive cream remained on inner mouth, so she happened to swallow the adhesive cream when she had a meal. The adhesive cream couldn't adhere her denture well, so she used the adhesive cream whenever she had a meal. Besides, about 5 years passed from operation for colon cancer. After then, she took CT scans for examination in hospital, and she was diagnosed with lung cancer. Thus, her lung was opened for operation of lung cancer, but there was no cancer on lung. After this, she was diagnosed with (B)(6). During hcp consultation, she was told that it was unlikely to develop (B)(6) by swallowing the adhesive cream. When she was diagnosed with (B)(6), she was using the adhesive cream, but it was not confirmed whether she used the adhesive cream when she was diagnosed with lung cancer. Concurrently, she takes unspecified (B)(6) medicine orally, unspecified gastrointestinal medicine orally and unspecified tranquilizer. She requested mi consultation whether there was case of (B)(6) developed by overdose of the adhesive cream. Follow-up information received on 21 december 2017. No sample was returned for this complaint and the batch details were not provided so a full investigation could not be completed. As this information was not available the complaint could not be substantiated.

Manufacturer narrative:
Is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Tuberculosis [tuberculosis]. Accidental ingestion of device [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of tuberculosis in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. This case was associated with a product complaint. The patient's past medical history included colorectal cancer (she took operation for colorectal cancer.) And cancer surgery (colon operation.). The patient was using unspecified gastrointestinal medicine orally and unspecified tranquilizer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced tuberculosis (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), off label dosing frequency and product complaint. The patient was treated with unspecified tuberculosis medication (unspecified medication). On an unknown date, the outcome of the tuberculosis was not reported and the outcome of the accidental device ingestion, off label dosing frequency and product complaint were unknown. It was unknown if the reporter considered the tuberculosis and accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: a female consumer born in (B)(6) has used polident denture adhesive cream on her denture for about a year. After she wore her denture by adhering the adhesive cream, the adhesive cream was sticky. Moreover, she adhesive cream remained on inner mouth, so she happened to swallow the adhesive cream when she had a meal. The adhesive cream couldn't adhere her denture well, so she used the adhesive cream whenever she had a meal. Besides, about 5 years passed from operation for colon cancer. After then, she took CT scans for examination in hospital, and she was diagnosed with lung cancer. Thus, her lung was opened for operation of lung cancer, but there was no cancer on lung. After this, she was diagnosed with tuberculosis. During hcp consultation, she was told that it was unlikely to develop tuberculosis by swallowing the adhesive cream. When she was diagnosed with tuberculosis, she was using the adhesive cream, but it was not confirmed whether she used the adhesive cream when she was diagnosed with lung cancer. Concurrently, she takes unspecified tuberculosis medicine orally, unspecified gastrointestinal medicine orally and unspecified tranquilizer. She requested mi consultation whether there was case of tuberculosis developed by overdose of the adhesive cream.